Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient began to experience backache, difficulty getting up in the morning, unable to bend over and unable to turn at night. In addition, she had stabbing pain in the buttocks, sometimes in the legs and jaw. Furthermore, the patient also experienced incontinence, rash and heart palpitations.